Manufacturer narrative:
A sample device was not returned for analysis. It was discarded. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that lens was defective, it was not used, wasted. Additional information was requested, but no further information is available.